Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink radiation sterilized extension set leaked during blood sampling. The set was replaced and no further issue noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional pressure testing was performed including under water pressure test and no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.